Manufacturer narrative:
(B)(4): results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in the patient's right eye (od) on (B)(6) 2008. The icl was explanted in (B)(6) 2010, due to the patient having lost vision due to the development of a cataract. The cataract was removed and an iol was implanted.